Event description:
In 2009, the pt reported that for the past 5 days, he has received occlusion errors on his insulin infusion device and his blood glucose elevated to the 300-500 mg/dl range. He stated he changed his device adapter and has had no further occlusions. He said he is concerned about his primary infusion device, and has switched to his backup infusion device. At about 11 days later, the pt stated he is continuing to use his backup device and has had no issues. He said he returned his primary device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced.